Event description:
It was reported that loss of capture, loss of sensing, noise that resulted in over-sensing, and automatic mode switch (ams) were detected on the right atrial (ra) lead. No intervention has been performed. The patient was stable.